Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown morphine drug (15 mg at 3.49901 mg/day) and clonidine (300 mcg at 69.98017 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a pump replaced and after being discharged he attended accident and emergency with diarrhea, sweating, agitation and he had a stammer. Vital signs, bloods and CT scan were normal. An x-ray showed no disconnection or kinking of catheter and wound was normal. His dose was reduced by 50% as it was thought symptoms were as a result of an overdose but drug withdrawal was noted. On further review this theory was dismissed and his rate was slightly increased. His stammer continued. Therapy was suspended and pump was filled with saline. The patient was given oral medications in place of this but was not controlling his pain. The patient reported headache, legs freezing and continued diarrhea, cause unknown. Therapy would possibly be restarted at the next appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.